Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Pump failed battery testing and had the battery replaced. Pump now performs to specification.

Event description:
On (b)(3) 2023 zyno medical received reports from southern cancer airport of several z-800f pumps that had unknown issues. Device has been returned.